Event description:
It was reported that during a da vinci sleeve gastrectomy procedure, the endowrist one vessel sealer would not seal. For a short time when it started taking an extremely long time to seal, swapping to another vessel sealer instrument corrected the issue. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of fragments falling into the patient. On (B)(4) 2014, intuitive surgical, inc. (Isi) obtained following information from isi clinical sales rep. Regarding the reported complaint: the vessel sealer instrument worked during procedure, however, it showed very little ability to seal. The cut function worked properly. There was no error displayed on the erbe, only a very noticeable inability to seal tissue appropriately. The vessels were not highly calcified, the tissue was like other tissue that the vessel sealer normally works fine on. The surgeon was holding the master grips fully closed throughout the sealing cycle. The surgeon did hear the two audible high pitch tones only after holding it down for an extended period of time, much longer than normal and even then did not appropriately seal tissue. The sealing cycle was approximately 20 + seconds if at all. The system did not give any error messages. The surgeon attempted to use the cut function after attempting to seal and the cut function worked fine. There was bleeding, however it was controlled once another vessel sealer instrument was inserted. There was very little bleeding and no blood transfusion was required. There was no patient injury or harm.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to confirm the reported complaint. Visual inspection did not show exposed blade. There was no conductor wire damage or snake wrist damage. Cut and seal function passed without any issues. No other damage was found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to following conclusions: the instrument was returned and evaluated. This is a follow-up MDR report device evaluation.

Manufacturer narrative:
The instrument has been received; however, failure analysis investigation has not been completed at the time of this report. The root cause of the customer reported failure mode is inconclusive. A follow-up MDR will be submitted once the failure analysis investigation has been completed. This complaint is being reported due to the following conclusion: during a da vinci sleeve gastrectomy procedure, the endowrist one vessel sealer instrument showed very little ability to seal. If the malfunction were to recur, it could likely cause or contribute to an adverse event.